Event description:
According to the information there was a malfunction, failure to cycle-almost continuous complete erection.

Manufacturer narrative:
An evaluation is pending the decontamination of the component(s). An evaluation will be forwarded upon completion.